Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid right coronary artery. Reportedly, an attempt to use a 3.75x15mm nc trek balloon dilatation catheter (bdc) for post-dilatation was made; however, the balloon would not deflate after crossing the lesion. The bdc was prepped (air aspiration) outside the anatomy prior to use. The balloon was inflated one time at 12 atmospheres and a negative was held for 30 seconds when trying to deflate the balloon. The 3.75x5mm nc trek bdc was withdrawn inflated from the anatomy and a non-abbott bdc was used to finish the procedure successfully. The patient final outcome was satisfactory. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.